Event description:
It was reported that an error message was observed on the device. Technical support was contacted and the patient was brought back into clinic a few days later and the device behaved normally. The patient was stable and will continue to be monitored.